Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4) additional narrative: it was reported that following the procedure the patient experienced scarring, retention, urinary urgency and urinary frequency. It was reported that the patient underwent excision of retrourethral sling on (B)(6) 2012 by dr. (B)(6) at medical center (B)(4).